Event description:
It was reported by the pt's mother, that the pt experienced a grand mal seizure approx 3 wks prior. The hcp later reported, that the pt has been having symptoms of increased spasticity, pain and episodes of unresponsiveness in addition to tonic-clonic seizures. The pump contained compounded baclofen, clonidine and morphine. The pt's current baclofen dosage is 2197 mcg/day. The hcp reported, that the pump has been interrogated and a dye study has been done which shows the pump is working fine. The pt remained hospitalized at the time of this report.

Manufacturer narrative:
.